Event description:
While using proper technique, visualizing the pt's airway seizures, near respiratory arrest. The plastic laryngoscope blader (mac#4) broke at the connection point and separated from the metal handle. Blade and broken piece attached.